Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that cartridge leaked while the customer filled the cartridge with insulin. Customer successfully loaded a new cartridge onto the pump. In addition, it was reported that the pump battery depleted quickly. There was no reported impact to customer's blood glucose level.